Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015, the patient experienced a hardware failure. The foreign patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).